Manufacturer narrative:
At this time this rv lead remains in service. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that a red alert was detected for high shock impedance on this right ventricular (rv) lead. No adverse patient effects reported. Subsequently, additional information received states that this patient's impedances are typically higher. The clinic is aware of the situation and no adverse patient effects reported.